Event description:
Add'l info received from reporter on 05/29/2015. Would like to have some inaccuracies taken out of report with access code mw5042045. Model number needs to be changed to egia45ctavm.

Event description:
On (B)(6) 2012, reporter had a left upper lobe removal surgery for lung cancer by doctor (B)(6). During the surgery, vascular stapler malfunctioned on left superior pulmonary vein and artery. Pt lost blood pressure for 4 minutes from massive bleeding. Emergency thoracotomy was done to repair the vessels. Pt lost 4500 ml of blood. Pt received 6 units of packed blood cells, 5 units of platelets and 2 units of fresh frozen plasma. Pt was in ICU for a few days and hospitalized for 9 days. Pt had x-ray and CT scan to confirm nothing left in the body. Pt had broken ribs from surgery that were fixed by titanium plate and screw. The pt lost his voice and had frequent aspiration after the surgery. On (B)(6) 2013, pt had a throat surgery to repair the vocal cord and aspiration.